Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified coronary artery. A 38 x 3.50 promus premier drug-eluting stent was advanced; however, the stent dislodged. The dislodged stent was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was prepared using a 25x2.50mm balloon catheter for pre-dilatation. The stent could not advance due to some resistance felt. Multiple attempts were made to position the stent at the lesion site but the stent completely dislodged from the delivery system.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified coronary artery. A 38 x 3.50 promus premier drug-eluting stent was advanced; however, the stent dislodged. The dislodged stent was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.